Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the surgeon tried to ligate the cystic duct but the er320 was scissoring clips. There was no consequence to the pt. According to contact person another er320 was pulled to complete the case.